Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (aortic dissection).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After trunk-ipsilateral leg and two contralateral leg components were successfully deployed, the physician elected to implant an aortic extender component (pla260300j/18448981) proximal to the trunk-ipsilateral leg component and performed touch-up ballooning using a non-gore manufactured balloon catheter. Intra-procedure angiography was run, revealing that a retrograde aortic dissection occurred around the proximal end of the aortic extender component. It was reported that the maximum vessel diameter of the proximal aortic neck around the proximal end of the aortic extender component was 19.0mm. Additionally, it was reported that ballooning manipulation could have caused or contributed to the dissection. The physician elected to monitor the retrograde aortic dissection. The patient tolerated the procedure.